Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: surgery was in 2005, gall bladder surgery (laparoscopic cholecystectomy). Patient returned in 2006 with a bowel perforation 5 cm from where they discovered an endo clip. Patient was/is a female who appears to have made a full recovery. It is alleged that one of the endo clips migrated and caused a perforation of the bowel.